Manufacturer narrative:
(B)(4). Medical product: segmental polyethylene insert, cat#: 00585001295 lot#: 63355351. Segmental articular surface, cat#: 00585002012 lot#: 62102772. Segmental distal femoral component, cat#: 00585001201 lot#: 63246376. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05065. 0001822565-2017-05066. 0001822565-2017-05067. 0001822565-2017-05068. Remains implanted.

Event description:
It was reported that the patient heard and felt a pop in the knee. Doctor states that the patient is 15-20 degrees recurvatum and believes the poly insert to be fractured. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable as this component is not related to the issue. Only the poly insert had fractured.